Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml hydromorphone at a dose of 5.97 mg/day via an implantable pump. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The pump status and/or event log reported that multiple motor stalls and recoveries occurred. On (B)(6) 2017, there were stalls and recoveries. On (B)(6) 2017, there was a motor stall with no recovery. The patient was going to be scheduled for a pump replacement. The reported symptoms included withdrawal, which was noted to be a sudden change in therapy/symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-14. A medical note for a visit from (B)(6) 2017 was submitted with the report. The ¿chief complaint¿ was back pain and it was detailed that the patient was complaining of increased pain and abnormal smells for the last few day. The patient also felt tired and went to the emergency room (ER) and was treated and released. It was stated that the pain and abnormal smells started 24 hours ago (note this is conflicting with the report that they were for the ¿last few days¿). It was indicated that the patient denied good general health, recent weight change, fever, fatigue, or headaches. It was noted that on a scale of 1 to 10 the patient¿s pain level was a 7. It was stated that significant changes were noted in the patient¿s physical examination in this follow-up visit and that ¿neuro intact tired.¿ the patient was alert and oriented and was in no acute distress. The assessment was a malfunction of the intrathecal pump. It was detailed that a motor stall started to occur on (B)(6) 2017 and that the patient had no diagnostic imaging and the pump was only two years old. A motor stall recover occurred on (B)(6) 2017 and (B)(6) 2017 but on (B)(6) 2017 a motor stall occurred and recovery did not happen. The patient was currently experiencing withdrawals and was medically stable. It was noted that the patient was not sure if they wanted to have the pump replaced. It was stated that they would monitor on withdrawals and see how the patient did with potential for other medication for pain treatments. The patient¿s weight at the time of the event was 230 lbs. The patient¿s medical history included right hip bursitis since (B)(6) 2017, intrathecal pump implantation from (B)(6) 2017 (note this is conflicting with the patient¿s registration records), and a knee replacement surgery. The patient had no known drug allergies. It was noted that the patient currently smokes one pack per day but was also stated that the patient does not smoke. The patient¿s concomitant medications included tizanidine [4mg tablet] at a dose of 1 tablet/12 hours when needed for spasms, diazepam [10 mg tablet] at a dose of 1 tablet every 8 hours when needed for spasms, ambien [10 mg tablet] at a dose of 1 tablet every night, amitriptyline [100 mg tablet] at a dose of 1 tablet twice a day, hydrocodone [10 mg acetaminophen 325 tablet] at a dose of 1 tablet every six hours as needed, chlorpromazine [50 mg tablet] at a dose of 1 tablet every night, furosemide [40 mg tablet] at an unknown dose.